Manufacturer narrative:
It was reported that the pressure reading failed because of oxidization on the connector of the hls cable. The failure occurred during training without patient involvement. A getinge field service technician (fst) was sent for investigation and repair on (B)(6) 2023. No parts were replaced, but the connection cable for disposables was quoted and the fst recommended the customer to replace the affected cable. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and no failures could be confirmed on the reported date of event. Another disposable connection cable with the same failure was investigated by getinge life cycle engineering on 2021-03-31. Deposit and oxides were found on the cable socket. By wetting the socket plane with salt-containing liquids (priming), the measurement signals were influenced by the electrical conductivity of the contamination. A service bulletin (issue 95 / 21-05-04) was published may 2021 to make the users aware that the contacts of the plug connections must not come into contact with cleaning agents, disinfectants or priming liquid. According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter 6.1 preparation and installation and quadrox-ir small adult / adult, chapter 7.2 priming the system) the pressure sensors have to be calibrated and checked before priming. Further the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. According to the instruction for use (cardiohelp, chapter 5.3 "connection the sensors") it is stated to ensure that the connected sensors are not defective and to not use, if there is a visible damage. According to the instructions for use (IFU) of the caridohelp (chapter 10 cleaning and disinfection) the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore in chapter 5.3 connecting the sensors it is stated that the sensors must be kept clean. Further in case of a failing arterial/venous temperature sensor an external sensor can be connected (IFU, chapter 5.3.3 connecting external temperature sensors). According to the instruction for use of the cardiohelp (IFU, cardiohelp system, chapter 9 messages) if the measured values are above high limit or below low limit of the set limits and if the sensor is defective the system generates a visual and acoustical alarm. The review of the non-conformities has been performed on (B)(6)2023 for the period of (B)(6) 2014 to (B)(6) 2023. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2014-08-15. Based on the results the reported failure "pressure reading failed due to oxidized hls cable connector" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The event occurred in hong kong. It was reported that the hls cable had a failure on the connector side and the pins were rusty. Additionally it was reported that the pressure readings failed during training. No harm to any person has been reported. Complaint ID: (B)(4).